Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: the battery compartment was observed to be cracked from the top traveling to the bumper and at the case seal to the left side of the bumper pad. Unrelated to the complaint, the display was observed to be dim; the letters had a red hue. Also unrelated to the complaint, the bolus button cover was found to be torn; however, the bolus button was still responsive to button presses. The battery cap threads were also observed to be stripped and therefore, the battery cap was unable to secure to the pump. A test cap was used to complete testing.